Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient was refilled tuesday and interrogated for the first time with the new v2 software. The healthcare provider updated all programming and the patient went home. The patient heard the pump alarming every1 hour and had to go back to the clinic for evaluation. The company representative stated she is there to silence the alarm. The company representative confirmed all programming accurate and no active alarm now only the previous lra (low reservoir alarm). The agent discussed how to silence the alarm and discussed this issue with the caller and v2 software.